Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient who underwent superpath prosthesis on (B)(6) dislocated on (B)(6) and stem and changeable neck were dislocated during manual healing, and revision was performed on (B)(6) in an open surgery. Physician's findings: whether there are previous reports of stem and changeable neck disassembly. Product problem noted. Caused burden to the patient. Request to determine the cause of the problem. The above requests have been received. Reporting party's findings and status of response: it is not usual for the stem and changeable neck to come off by manual manipulation. (B)(4).